Manufacturer narrative:
This report is submitted on august 16, 2022.

Event description:
Per the clinic, the device was explanted (date not reported) for unspecific medical reasons. Additional information has been requested but it has not been made available as of the date of this report.